Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received contaminated and with fluid ingression by the downstream occlusion sensor (dso) seal and chassis. The event history log was reviewed and there was an "unable to communicate with pump due to error" message. Power up process/ self-start was conducted and the reported issue was able to be duplicated. The issue was user induced as the software upgrade attempt was interrupted, corrupted and incomplete. The required software was correctly installed and reloaded to resolve the issue.

Event description:
Information was received that device stalled during update process - device is now not responding and is stuck on the red update display screen. No additional information available.